Event description:
Was reported that a toric monofocal intraocular lens (iol) unfolded improperly, touched patient's left eye. It was also reported there was no patient contact. Through follow up, it was learned that the only the cartridge tip touched the eye. There was no patient injury. A replacement lens successfully implanted. Additional information was provided changing the reported issue as the customer confused this event with another j&j iol. The customer updated the extent of patient contact to unknown as the customer does not remember anymore. The customer did not have information if the lens was fully inserted and removed during the same procedure or if there were unplanned surgical intervention required. The customer did not know if there was a folding issue with the iol or an unfolding issue with the iol. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no patient injury. No other information is available.

Manufacturer narrative:
Section a2, a4, a5: information unknown asked but not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3: other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 2, 2024. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the compliant simplicity was received inside the original folding carton. The complaint lens was inspected under magnification and was observed to be coated in viscoelastic residue. The lens was cleaned and inspected and no issues were observed. The complaint simplicity was inspected under magnification and ovd was not observed to be disbursed throughout the cartridge, indicating that an insufficient amount of ovd was used. No issues with the cartridge, handpiece, or plunger rod were observed. The complaint issue "unfolding issue" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.